Event description:
It was reported during open reduction internal fixation (orif) right hip, the screwdriver tip broke in screw it was very small piece. It was the last screw in plate. The surgeon used the chisel to try to retrieve the tip, which was 2mm inside the patient bone. It was confirmed that the screw was fully intact. The surgeon could not remove the tip of the screwdriver out of the screw so the piece was left it inside patient. There was a ten minute delay in the procedure; the surgery was completed successfully. The patient¿s status/outcome is reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.